Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that there was particulate matter in three eva 500 ml bags. One bag had particulate matter in an unspecified location within the bag, and two of the bags had particulate matter "inside the clamp". This was noted prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three (3) single-use devices were received for evaluation. For one sample, a visual inspection was performed and noted a white fiber inside the bag. The bag was sent for particle identification and the white fiber was determined to be an acrylonitrile butadiene styrene (abs) polymer. The reported condition was verified. The cause of the condition was determined to be due to an assembly issue during manufacturing. For two samples, a visual inspection was performed and noted a brown fiber on the white clamp. Further testing of the fiber found it to be consistent with plasticized pvc. The reported issue was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.